Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Is was reported that the pump fell on the ground, the touchscreen shattered and unspecified malfunction alarm occurred. The pump was inoperable due to blank display. Customer's blood glucose level was 80 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.